Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17620190 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an opta pro balloon catheter was inserted into the body and delivered to the lesion and would not inflate, it was removed from the body and not used. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging or removing the product from the hoop. There was no difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used during the procedure. Nominal atmospheres were used to inflate the device before the anomaly was noted. Leakage was noted from the balloon. An unknown product was used to complete the procedure. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 6x40mm 110cm 5f opta pro balloon catheter (bc) was inserted into the body and delivered to the lesion and would not inflate, it was removed from the body and not used. Leakage was noted from the balloon. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging or removing the product from the hoop. There was no difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used during the procedure. Nominal atmospheres were used to inflate the device before the anomaly was noted. An unknown product was used to complete the procedure. Additional procedural details were requested but are unknown. A non-sterile opta pro f5 6x4 110cm was received coiled inside of a clear plastic bag. A visual inspection without any optical magnifying device was performed. The balloon was returned not inflated, and the condition of the balloon indicates that it was not previously inflated. Neither kinks nor other damages were noticed on the inspected part. A functional test was performed. The inflator/deflator device was attached to the hub. Balloon inflation test was done applying pressure with the inflator/deflator device until the manometer reached the nominal pressure of six atmospheres (atm). The balloon did not get inflated as expected. Pressure was increased until the manometer reach the rated burst pressure of ten atm, at this condition the balloon continued without inflating. Dimensional analysis was performed to verify the correct proximal seal outer diameter. Measurement was taken in order to be compared and dimensional analysis result was found within specification. The body of the catheter was cut at a cross-section to be inspected under the microscope with the intention to verify the inflation lumen presence. Results showed that the inflation lumen was obstructed (non-movable) causing a balloon inflation inability condition. A device history record (DHR) review of lot 17620190 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed through analysis of the returned device. However, an obstructed inflation lumen causing inflation difficulty was noted during analysis. As warned in the instructions for use, which is not intended as a mitigation, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ the exact cause of the obstructed inflation lumen appears to be related to the manufacturing process of the product. A risk assessment to address this issue has been initiated.